Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the device leaks where the blue valve is located at the top of the device. Reportedly, when the leaking occurred the patient's pressure dropped. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported leak was unable to be confirmed because the vent cap was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation was unable to determine a cause for the reported leak. The reported hypotension appears to be due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.